Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced infusion set issue which led to hyperglycemia event on unknown date. It was reported that the teflon tube was kinked. The blood glucose level was more than 350 mg/dl. No further information available.